Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es inventory count for medications in the fridge/remote manager had failed to run. The customer indicated that the delay was due to the necessity of retrieving medications from the pharmacy, as there was no inventory available to take from the station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was reported that the inventory count for medications in the fridge/remote manager had failed to run. The technical support specialist confirmed with the customer that the issue was resolved and no information was provided on how the issue was resolved.